Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer. The calling health care provider (hcp) reported that the patient had never been seen previously and had experienced no defibrillation episodes, and was sure he currently had a guidant ICD. The device is not included in any advisories.

Manufacturer narrative:
The patient's boston scientific crm field representative reported he did not recognize the patient, and that he was not contacted regarding the reported event and did not have additional information regarding the event outcome. There were no subsequent updates received by ts regarding the interrogation issue. There was no report of adverse patient effects, and available evidence indicates the device remains implanted. This event will be updated if additional information is received. The device was explanted approximately five years later for normal battery depletion. The device was returned. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected. External visual inspection noted tool marks on the device casing and header. The interrogation monitoring voltage was 2.19v. The current battery status was end of life (eol). Elective replacement indicator (eri) was declared before the device was explanted, on may 23, 2012. Eol was also declared before explant on (B)(6) 2012. A review of the device memory noted no resets or fault codes. There was no evidence the device time clock stopped at any amount of time. The device sensing, pacing and shocking functions were then tested and passed all testing. No further testing was performed. The allegation reported from the field that the device could not be interrogated was not confirmed; however, lab analysis confirmed this device was operating normally.